Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported urgent care visit. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been sent to urgent care with ketones and vomiting. It was also reported that the pod was leaking insulin. The patient was treated with nausea medication (zofran, 4mg, as needed, 5 doses) and IV (intravenous) fluids. The patient was released the same day. The pod was worn when seeking medical attention.